Event description:
A malfunction alarm was reported with the code malf 16, and there were no notable events that occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer's pump was confirmed to be under warranty, and they will use multiple daily injections (mdi) as a backup therapy. Tandem technical support will replace the pump, and the customer was instructed to put the pump into storage mode before returning it with a pre-paid label within 10 days.